Manufacturer narrative:
Reported event: an event regarding a revision involving 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method and results: device history review: a review of the DHR associated with rio 303 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding partial knee revision surgery. There were only 4 other reported events (B)(4). Conclusion: device inspection could not be performed. Per mps, "due to office and hospital policy I do not have access to any of the requested information," therefore, no session data was provided. Session data was not provided.

Event description:
A surgeon previously performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants on (B)(6) 2015. On (B)(6) 2016, the patient underwent surgery for a revision.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon previously performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants on (B)(6) 2015. On (B)(6) 2016, the patient underwent surgery for a revision.